Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient states the implant is floating around her stomach up and down and on her rib cage and she has to push it down. Caller states now as of last week or so she cannot connect to her implant when trying to charge. Caller states she keeps getting no device found and her controller keeps clicking. Caller states since the implant has been floating around she has physically grabbed the battery with her fingers with one hand and held the recharger with one hand and still she cannot connect to charge. Caller states she thinks the implant is hiding behind scar tissue. Troubleshooting redirected the patient to their doctor to check the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient did not know what led to the battery floating around in their stomach/rib area. The patient met with their manufacturer representative and they turned on the controller after it had been off for too long. It was working great now.

Event description:
Additional information was received from the patient. Patient reports that she is a very small person and since implant her body is too small to handle the implant, she has too many problems with it because it floats around her stomach and if she were to lose weight, the ins would go up into her rib cage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient mentioned that they had h pylori, ibs, breathing problems and acid reflux prior to their implant. They also stated that they sometimes need their esophagus stretched that caused some of the diagnoses reported. They mentioned that they had "other problems from other surgeries" unrelated to device/therapy. It was reported that the patient didn¿t have therapeutic effect from their device resulting in them taking ¿too many pain pills¿. The patient stated that the healthcare provider (hcp) was still tweaking their device since they were still in pain. The caller also mentioned that their ins was placed too far to the left as the ins gets stuck in their ribs and they¿d have to dig the ins out. The patient reported that they had major stomach problems (prior to implant) and that they had to turn the device off to cope with the stomach issues, but then their pain would return. They stated that they went to the ER for their upper and lower gi and since then ¿it seemed like the battery unit wasn¿t doing what it was supposed to do¿. The patient claimed that the ins was damaging their ovaries and female organs. The patient stated that they had lost 8 pounds and had been laying in bed for weeks. They stated that they were going nuts and that it had increased their anxiety because of this. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss their symptoms and ins. It was indicated that the lack of therapeutic effect and the ins going into their ribs had been occurring since implant ((B)(6) 2018). The battery not acting like it was supposed to and the ins being turned off so their stomach issues are better began about three weeks to one month ago in 2019. It asked but was unknown (patient stated it had been many years) since their ovaries and female organ problems and anxiety issues began. An email was sent out to the rep to reach out to the patient and it was indicated that the rep reached out and an appointment was scheduled for (B)(6). No further complications were reported/anticipated.